Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Afterwards the ipg would no longer communicate with external devices and the patient lost effective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery where the patient's ipg was placed into surgery mode. As a result, the patient¿s ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received confirmed the ipg was replaced to address this issue. The patient believes the ipg was placed into surgery mode prior to the unrelated surgery.